Manufacturer narrative:
Please see the updates in sections: d4 (lot #), d10, g4, g7, h2, h3, h4, h6 and h10. The device has been returned and a device evaluation is completed. The device lot # is kr850888. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it has char marks around the edges, but no exposed metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit; however, there are char marks near the end portion. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the evaluation, the user¿s experience could not be confirmed during testing on the received device. The IFU states the following as a warning; "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities."

Manufacturer narrative:
Due diligence for additional information was executed. No patient nor event details are available. The device has been returned; evaluation of the device is not yet available. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report will be filed as the information becomes available.

Event description:
As reported for this event, during the therapeutic laparoscopic total hysterectomy, bilateral salpingo-oophorectomy procedure, the device failed. There were sparks flying out of the jaw. There was no adverse impact to the patient.